Event description:
The customer reported having issues with one of the sector in the central nurse's station (cns) not producing audible alarms. There was no patient injury reported.

Manufacturer narrative:
According to the customer, one of the beds that the cns is monitoring is alarming, but no sound is coming from the device. They can see the yellow banner coming across as it alarms; however, no sound. Technical support (ts) walked the customer on how to maximize the volume sound in the settings. Advised customer if that didn't work to change out the alarm indicators to isolate and see if the issue is being caused by a defected alarm indicator.